Event description:
It was reported that between (B)(6) 2022 to (B)(6) 2023, this patient received two inappropriate shocks from this subcutaneous implantable cardiac defibrillator (s-ICD). It was determined that both shocks were inappropriately delivered for monomorphic ventricular tachycardia. At this time, the patient is continuing with normal monitoring and no additional adverse patient effects were reported. This s-ICD remains implanted and in-service.